Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6). Additional information: contact person name is (B)(6), occupation is biomed, email ID is (B)(6), phone# (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) required cardiosave battery maintenance. No patient involved, no harm.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Upon further review, it was determined that the reported event involved routine battery maintenance and there was no other malfunction identified. Therefore, the event is not a valid complaint. As a result, no follow up emdr is necessary. Please cancel in your database.